Event description:
It was reported the system could not boot up completely. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The ps1 power supply voltage was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.